Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "increased gradients" was unable to be confirmed. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as it was noted after performing a balloon aortic valvuloplasty (bav), the heart returned to normal functionality within the range of mean gradients. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients or stenosis. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tav in sav procedure with a 23mm sapien 3 ultra valve inside a pre-existing surgical valve in aortic position. The 1-day post op tte revealed a gradient approximately 20mmhg. Two months post procedure, the patient presented with a failed valve due to stenosis and underwent a bav on the sapien with a 24mm true balloon up to 12atm. Mean gradient is now approximately 3mmhg.

Manufacturer narrative:
Investigation is ongoing.